Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The unit was restarted and the error has not returned. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2004. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported the unit had a system reset error. There was no report of patient involvement.